Event description:
A malfunction alarm with code malf 12 was reported, and the fault ID was available. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to help the customer reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.